Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to complete functional test due to motor error alarm. No physical damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 9.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.